Event description:
Physician reported that at the beginning of the follow-up, before interrogating the subject pacemaker, the surface ECG showed pacing in a (large spikes on the ECG) and v. However, according to physician's recordings, the pacemaker was supposed to be programmed in vvi mode. Upon interrogation, the pacemaker was found programmed in vvi mode, and the surface ECG was not displaying the large atrial spikes anymore. The physician wants to know if the pacemaker operated as specified. Moreover, an additional follow-up has been performed on 19 september 2016. Reportedly, the surface ECG, recorded by an ECG machine, was disturbed by the telemetry head when placed on patient.

Manufacturer narrative:
Preliminary analysis did not confirm the presence of atrial spikes on the provided ecgs.the source of the artifacts on the ECG dated (B)(6) 2016 could not be identified with certainty. Such artifacts could be related to the functioning of the ECG monitor, caused by interferences with medical equipment in the vicinity of the ECG monitor, or caused by the telemetry between the pacemaker and the programmer. None of these hypotheses can be confirmed.

Event description:
Physician reported that at the beginning of the follow-up, before interrogating the subject pacemaker, the surface ECG showed pacing in a (large spikes on the ECG) and v. However, according to physician's recordings, the pacemaker was supposed to be programmed in vvi mode. Upon interrogation, the pacemaker was found programmed in vvi mode, and the surface ECG was not displaying the large atrial spikes anymore. The physician wants to know if the pacemaker operated as specified. Moreover, an additional follow-up has been performed on (B)(6) 2016. Reportedly, the surface ECG, recorded by an ECG machine, was disturbed by the telemetry head when placed on patient.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported that at the beginning of the follow-up, before interrogating the subject pacemaker, the surface ECG showed pacing in a (large spikes on the ECG) and v. However, according to physician's recordings, the pacemaker was supposed to be programmed in vvi mode. Upon interrogation, the pacemaker was found programmed in vvi mode, and the surface ECG was not displaying the large atrial spikes anymore. The physician wants to know if the pacemaker operated as specified. Moreover, an additional follow-up has been performed on 19 september 2016. Reportedly, the surface ECG, recorded by an ECG machine, was disturbed by the telemetry head when placed on patient.